Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issues was due to patient anatomy, most likely due to patient condition. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 52-year-old male with heart failure was to be implanted with an impella 5.5 for mechanical circulatory support. The medical team had difficulty delivering the pump due to the patient's anatomy. After several failed attempts, the procedure was aborted.